Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. The issue was resolved with replacement of the computer user interface and restoring backup files. The cause of the screen turning black upon boot up is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
The advia centaur xp instrument user interface produced a black screen upon instrument boot up. The customer switched the instrument off and on several times. The customer did not have a backup system for testing, causing delay in testing patient samples. There are no known reports of patient intervention or adverse health consequences due to the instrument issue.